Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise and oversensing. Technical services (ts) was consulted and noted cross-talk between the chambers. This ICD system remains in service. No adverse patient effects were reported.